Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the splint did not fit the patient during a bilateral sagittal split osteotomies mandibular advancement. When the splint was put in place, a 3mm vertical gap/space existed between the molar occlusal surfaces of the mandible and the maxilla, when the incisors were touching, on the right side of the patient. The splint was not used; an anatomical model was used as a reference to put the jaw into final desired occlusion without the aid of the splint. At the conclusion of the case, the surgeon appeared to be satisfied with the end result of the mandibular advancement without the splint. It was reported there was a twenty minute delay in the surgery. Reportedly so far there have been no problems reported by the patient; at this point it is reported that a revision procedure is unlikely to be necessary. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.